Manufacturer narrative:
(B)(4). Manufacture date: 03/09/2017-03/10/2017. The sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing included pressure test and clear passage under water testing. The sample passed functional testing with satisfactory results. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution set failed to prime with normal saline. The issue was found prior to patient use, during set up. There was no patient involvement. No additional information is available.